Manufacturer narrative:
The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Shop order shows that (B)(6) passed continuity and high resistance testing via cirris cable tester on (B)(6) 2018. The driveline then passed final continuity testing via cirris cable tester on (B)(6) 2018. Manufacturer's analysis conclusion the evaluation of heartmate ii lvas confirmed wire damage that would have contributed to the reported pump stoppage events. Prior to the disassembly of (B)(6), the pump was submerged in a basin of water and ran for approximately 30 minutes at 6000 rpm with the returned system controller, serial number (B)(6). The pump started up immediately and no issues were noted throughout the 30-minute test. The pump was also functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications. (B)(6) was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The driveline, serial number (B)(6), was returned intact. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket was unremarkable. Slight indentations were observed on either side of the clear bionate layer, approximately 3.75¿ from the pump housing. The metal braided shield was unremarkable. Microscopic inspection of the driveline upon removal of the metal braided shield revealed breaches on the black, red, and yellow wires approximately 3.75¿ from the pump housing which exposed the inner metal conductors. The damage appears to be the result of fatigue failure in this location. Additionally, indentations/striations were observed on the wire insulation in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The yellow wire represents one of the two redundant wires that comprise phase 1, the black wire represents one of the two redundant wires that comprise phase 2, and the red wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppage reported by the account. The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
During implantation, the pump started running appropriately. A few minutes later the pump stopped completely and an audible beeping occured. They attempted to turn the pump back on by pressing the start button. The system monitor displayed "command not accepted" on the screen. The driveline and other connections were re-examined and appeared to be intact. All further attempts to restart the pump were yielded no success. The patient was re-heparinized, placed back on bypass and the pump was explanted. A new pump was implanted and ran appropriately. The patient was reportedly doing well. No further information was reported. Related manufacturer's report number: 2916596-2020-02064.